Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved bipolar dissector involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint of a "broken cable". Failure analysis found the primary failure of a frayed grip cable to be related to the customer reported complaint. For clarification, the curved bipolar dissector instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The root cause of distal frayed instrument grip cables is attributed to a component failure. The curved bipolar dissector instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was not exposed as a result. The curved bipolar dissector passed the electrical continuity test. There were no signs of thermal damage observed. The root cause of this failure is attributed to a component failure. A review of the instrument log for this event has been performed. Per logs, the curved bipolar dissector instrument was last used on (B)(6) 2022 on system # (B)(4) with 4 uses remaining. This event is reportable due to the following: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the instrument was found to have a broken cable. There was no reported injury. An attempt was made to obtain additional information from the customer concerning the reported event with no success.